Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks and atp therapy. This was noted 5 days post implant. Upon chest x-ray the right ventricular lead was found to be dislodged. Upon interrogation the lead exhibited r wave amplitude variation. The lead was pulled back and was noted to be pacing in the atrium and conducting down. All the device therapies were programmed off. The lead was repositioned at a later date. The patient was in a stable condition.